Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected vitros ammonia (amon) result was obtained from a patient sample processed using vitros chemistry products amon slides lot 1020-0267-3614 on a vitros 5600 integrated system. Patient result of 141.3 umol/l versus the expected result of 23.1 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros amon result was not reported from the laboratory. There have been no reported allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected vitros ammonia (amon) result was obtained from a patient sample processed using vitros chemistry products amon slides lot 1020-0267-3614 on a vitros 5600 integrated system. The assignable cause of the higher than expected result could not be determined with the information provided. No historical vitros amon qc lot 1020-0267-3614 results were provided for assessment, however the customer gave no indication of any issues with the qc fluid. Additionally, an ortho field application specialist stated qc results were within expectation on the day of the event. Based on this limited information, it is not possible to rule out an issue with vitros amon lot 1020-0267-3614. However, continual tracking and trending does not indicate a systemic quality issue with vitros amon lot 1020-0267-3614. The customer was not following the sample collection device manufacturers recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. An ortho field application specialist (fas) stated that multiple results were abnormally high across the three vitros amon lot 1020-0267-3614 reagent cartridges that were on board the vitros 5600 system at the time of the event, although results from only a single patient were provided. The fas stated that subsequent testing showed a decrease in results, however it is unknown if results decreased within these same vitros amon lot 1020-0267-3614 reagent cartridges or if new cartridges were loaded. An unknown issue isolated to the reagent cartridge in use at the time of the event can not be confirmed or ruled out. The complaint handling unit (chu) requested that the customer process a vitros amon within run precision test on the vitros 5600 systemin in order to rule out microslide incubator contamination. The fas processed an unspecified quality control fluid and stated that repeatability was good. The ortho fas additionally processed 31 patient samples and two levels of control fluids across two different cartridges of vitros amon lot 1020-0267-3614 and did not observe any additional higher than expected results. No results or fluid concentrations were provided for assessment. However, based on the fas assessment of acceptable performance, an issue with the vitros 5600 system is not a likely contributor to the event.